Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Device lot number is not available. Device manufacture date is dependent upon device lot number, thus it is unavailable. Part has not been received for evaluation.

Event description:
A site representative reported that there was damage to a spine instrument tracker. It was reported that the heads of the screws on the tracker were stripped and would not engage with the driver. Information regarding how this damage occurred is unavailable. No patient was present when this was discovered, and no additional details were provided.

Manufacturer narrative:
Investigation of returned suspect large suretrak tracker (fighter) finds that the returned fighter is well worn with faded color and several tool marks. Otherwise, with markers attached and fully seated, the fighter returns good geometry error. The attachment screw is intact and functional. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.